Manufacturer narrative:
Correction: the expiration date to 10/31/2024 from 09/30/2024. Reported event: an event regarding instability involving a mrh insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported the patient was revised due to instability. Surgeon reported that the original insert was too large for the patient's anatomy and a small size was implanted. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised. A 13 mm mrh knee tibial insert was revised to a 10 mm mrh knee tibial insert. Sales branch provided primary and revision usage sheets. Update 07/july/2020 (B)(6) : spoke to rep. Patient was revised due to instability. Surgeon reported that the original insert was too large for the patient's anatomy and a small size was implanted. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised. A 13 mm mrh knee tibial insert was revised to a 10 mm mrh knee tibial insert. Sales branch provided primary and revision usage sheets. Update 07/july/2020 wg: spoke to rep. Patient was revised due to instability. Surgeon reported that the original insert was too large for the patient's anatomy and a small size was implanted. Rep confirmed that no further information will be released by the hospital or surgeon.